Event description:
Revision of knee components approximately 1.5 years post operatively due to recurring hemarthrosis.

Manufacturer narrative:
Explanted devices were not returned to manufacturer for evaluation. The device history record review provides assurance the part was accepted with conformance to the product requirements.